Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two weeks post implant the patient presented with chest discomfort and "twitching". A computerized tomography (CT) scan a thoracotomy were performed and the physician concluded the lead reached the epicardium. The right atrial (ra) and right ventricular (rv) leads were explanted and a pin plug was placed in the ra port. No further patient complications have been reported as a result of this event.